Manufacturer narrative:
An event of stenosis and regurgitation was reported. The reported endocarditis could not be confirmed. Morphological and histopathological examination found circumferential fibrous pannus ingrowth on the outflow surface and on the inflow surface of leaflets 1 and 3. All three leaflets contained calcified nodules. All three leaflets contained tears, two of which were associated with the aforementioned calcified nodules. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the event remains unknown; however, calcification and pannus are known issues associated with tissue heart valves. Calcifications and fibrous pannus ingrowth can potentially alter the distribution of stress along the bases of the leaflets and hinder durability of the valve, contributing to the tears and reported stenosis and regurgitation. Information from the field indicated the valve had been implanted for over 5 years.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed for aortic stenosis and a 21 mm trifecta valve was implanted. In (B)(6) 2017, at the time of admission for nstemi, an echocardiogram was performed, and the reported average aortic gradient was 13 mmhg. An echo was repeated on (B)(6) 2017, and showed moderate-severe aortic stenosis and moderate regurgitation was noted. In (B)(6) 2017, echocardiogram showed presence of aortic dual jet insufficiency. In (B)(6) 2018, echocardiogram showed moderate-to-severe aortic stenosis (average gradient 40 mmhg, max 72.8 mmhg) with moderate mild regurgitation was noted. On (B)(6) 2018, the valve was explanted due to endocarditis and replaced with a 21 mm edwards inspiris resilia valve. The patient did not have a history of endocarditis. The cultural examinations of the peri-prosthetic material was positive for enterobacter cloacae complex resistant to carbapenems; the explanted prosthesis turned out negative-negative. The patient is reported to be stable.